Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a lamp failure. -from the evaluation results, it was confirmed that the reported event was reproduced and caused by the lamp failure. -there was no abnormality in the manufacturing history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the examination lamp did not light up. The device was used in combination with the olympus otv-s7 series. The user replaced the device to another device and completed the intended procedure. The procedure was not delayed for more than 15 minutes. The patient was not yet anesthetized when the reported event occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the examination lamp did not light due to a lamp failure. -the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.